Manufacturer narrative:
(B)(4). A visual, functional, and dimensional inspection of the physical device involved in the complaint could not be conducted since the device was not returned to the manufacturer at the time of this report. Upon visual inspection of a photo submitted with the complaint, it can appreciated a kind of kink in tubing near to nebulizer connection, but the photo is not clear. The physical sample is necessary to perform a thorough inspection of the device involved. The device history record (DHR) has been reviewed. No issues or discrepancies were found which could potentially relate to this comp laint. DHR shows that the product was assembled and inspected according to our specifications. Customer complaint cannot be confirmed based only on the information received. If the device sample becomes available at a later date this report will be updated as applicable.

Event description:
Customer complaint alleges the doctor found "leakage, no mist came out". Customer reports the malfunction was detected during use. There was no report of patient injury or consequence. There was no report of necessary medical intervention. The patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. During the visual inspection, it was revealed that residue was sitting on the jet, jar, cap, and mask. The tubing was returned bent/kinked. A functional inspection was performed to determine if the nebulizer would mist and leak. 5cc of water was added to the returned nebulizer unit and tubing was connected to an air flowmeter and the pressure was increased to 8 lpm. During functional testing mist was produced from the chamber of the nebulizer and there were no leakage issues. The reported complaint that the nebulizer does not produce mist and that it leaks could not be confirmed through functional inspection of the returned sample. Functional inspection of the unit indicated that mist was produced and that there were no leaks.

Event description:
Customer complaint alleges the doctor found "leakage, no mist came out". Customer reports the malfunction was detected during use. There was no report of patient injury or consequence. There was no report of necessary medical intervention. The patient condition reported as "fine".